Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the mesenteric artery using ruby coil lps. During the procedure, a ruby coil lp would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, while attempting to advance the ruby coil lp through the introducer sheath, resistance was encountered, and the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. After the mid-joint passed through the friction lock, the ruby coil was able to advance through its introducer sheath without an issue. Further evaluation of the device revealed pusher assembly kinks. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.